Manufacturer narrative:
Section b5 in previous report was incomplete and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/chamber related to a CPAP device's sound abatement foam. Patient alleged to develop an unspecified issue with their lungs. The patient required surgery in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue with their lungs. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.